Manufacturer narrative:
The manufacturer has requested the distributor to return the device for the product analysis, and the retrieval process is currently underway. Once the device is received and evaluated, a follow-up report will be submitted, including a case analysis report with the identified root cause.

Event description:
Customer called to report a fragmented stent. Product broke apart inside the patient. Doctor was able to remove the part successfully. The stent was removed from the patient today (B)(6) 2026 successfully. Implant date was (B)(6) 2025. The customer is going to send the item in for evaluation. Customer does not want a credit nor a replacement. They just want to have the stent evaluated. I provided the customer the case number. Unit will be sent in for evaluation. Customer request a report for the findings on the item.